Event description:
Patient claims their house had molecular sieve all over it and there was a pile of it located behind the concentrator. Patient woke up with itchy throat and eyes were burning.

Manufacturer narrative:
Presently waiting for the device to return for evaluation. A follow-up report will be submitted after the evaluation is completed.